Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection. No button response due to corroded keypad traces. No button error alarm was noted.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 121mg/dl. Advised insulin pump would be replaced. No additional information is provided.